Event description:
It was reported that pump issued multiple occlusion alarms over two days, including alarms 2 and 26, while patient was using fiasp u-100 insulin that was not recommended for use with this pump, and customer¿s blood glucose was a documented value of 288 mg/dl. Customer changed supplies and resumed insulin to address the high blood glucose and occlusion alarms. Technical support advised customer to ask healthcare provider for insulin known to work reliably with pump, provided information about off-label insulin use, advised customer to call again if occlusion alarms recurred, and sent box of infusion sets as goodwill compensation.